Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure the top flexible part of the jaw became unhinged while firing. No part fell off into the patient. The case was completed with ligasure. There were no patient consequences reported. One device will be returned.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The device was received without the top jaw. There was significant damage to the shaft cover. The articulation joint was yielded, a possible indication of load applied to device. There was an extensive amount of black, charred tissue on the bottom jaw. Functional testing could not be performed due to the separated jaw but mechanical testing was done and the device performed as required during testing for rotation and articulation. The I-blade does advance smoothly and to end of jaw. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the jaws could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.